Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of cannula breakage could not be confirmed as the cannula met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as the cannula breakage could not be confirmed and the air leakage is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: gastrectomy event description: report from the applied medical representative: after abdominal insertion, co2 was injected. There was air leak from the cannula. The device was replaced with the new device. There was no instrument used at the time of the incident. Product is available for return. Additional information received via email on 02jan2023 from the applied medical representative: it is difficult to verify exactly where the break occurred. The trocar was inserted without rotation. There was no difficulty during insertion. The break was considered to be a clean break, but it is difficult to verify the details because the dealer has the event unit now. The break didn't cause particulation. The trocar was not used with a robot. The image of the broken cannula is not available. Type of intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastrectomy. Event description: report from the applied medical representative: after abdominal insertion, co2 was injected. There was air leak from the cannula. The device was replaced with the new device. There was no instrument used at the time of the incident. Product is available for return. Additional information received via email on 02jan2023 from the applied medical representative: it is difficult to verify exactly where the break occurred. The trocar was inserted without rotation. There was no difficulty during insertion. The break was considered to be a clean break, but it is difficult to verify the details because the dealer has the event unit now. The break didn't cause particulation. The trocar was not used with a robot. The image of the broken cannula is not available. Type of intervention: the case was completed with the new device. Patient status: there was no problem with the patient.